Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was involved in a car accident. Customer's blood glucose was over 300 mg/dl and had ketones in his urine when he was sent to the hospital due to the car accident. Customer's mother mentioned the device was broken. Customer's mother was unable to troubleshoot at time of call due to the device was not present. Customer will not be returning the device for analysis.